Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure, a device was interrogated but displayed a gray battery longevity bar, even though it had been stored at room temperature for greater than 48 hours. The device was not used and another device was prepared for implant. The second device - which was initially interrogated with a green battery longevity bar - was programmed with the desired settings and then re-interrogated - it then displayed a gray bar as well, despite its proper storage. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.